Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return, it was noted at analysis that the stylus worked perfectly and the cursor on the screen was nicely within specification following the cursor on the screen. It was noted however that the stylus cable was damaged in several places, and that an error was found in the software updates. The device was cleaned, the stylus was replaced, new software was installed, the stylus was calibrated and the device passed it electrical safety and final functional and systems tests.

Event description:
It was reported that there was a problem between the programmer's stylus calibration and the touch screen. The programmer was returned for service. No patient complications have been reported as a result of this event.